Event description:
Relevant personnel smelled smoke while performing maintenance on the equipment, but when they checked the back of the device, they found signs of melting. It is reported that the complainant did not require medical attention at the time of the incident.